Event description:
On (B)(6) 2010, allen medical was made aware of a pt involved incident at (B)(6) hospital in (B)(6). An employee of the operating room told the allen sales rep that during use, the stirrup and clamp had come off of the table rail and a pt may have been injured. The details of the incident including severity of any injuries sustained were not provided.

Manufacturer narrative:
On (B)(6) 2010, allen called the rptr of the incident (B)(6) at (B)(6) hospital. (B)(6) stated that an inservice training session may be required as he believed the incident occurred due to user error and the stirrup and/or clamp may not have been put on correctly. Later in the same day, qa contacted (B)(6) to request the clamp serial number so that a return for eval could be setup for its eval. (B)(6) said he had since been instructed to provide no additional info about the product or the incident. No return was possible by the hospital. Should the product be identified and made available for return, allen will provide the results of the eval. (B)(6) is in contact with his local allen representative. Training has been made available.